Event description:
It was reported that during a gastrectomy procedure, with the first device, there was difficulty in cutting after less than two hours. With the second device, the tissue pad was damaged and partially detached. It did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.